Event description:
While paient on hemodialysis, venous line loosened causing 400cc blood loss. Patient asymptomatic at that time. Intravenous fluids given and patient typed and cross matched for blood. Hematocrit dropped and patient received blood. No other adverse affects noted. Patient was a 75 year old male in fair condition. Medisystem bloodlines were used. Venous dialyzer by baxter. Since equipment discarded at time of incident we are unable to determine exact cause. (This was determined by baxter) medisystems were led to believe the locking threads of the venous header of ca dialyzer are too small . ID making it harder to thread blood line connector correctlydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, none or unknown. Results of evaluation: design, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.